Manufacturer narrative:
The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The lcd was replaced to resolve the issue. It was noted when the device was received that the rear enclosure was broken and needs to be replaced. Nihon kohden is currently awaiting a purchase order from the customer for the repair charges. Once this is received the repairs on the device will be completed and the device will be returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has no display.

Manufacturer narrative:
Additional manufacturer narrative: the device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified.